Manufacturer narrative:
D1: corrected d4/d6: device, serial #, UDI #, expiration, implant and explant dates unknown. G3: manufactured dates unknown. G4: PMA 510k cannot be determined. H6: corrected health effect, component, and investigation clinical codes.

Manufacturer narrative:
(D10) concomitant device(s): 320-31-36 - glenosphere, 36mm: 6677425, 320-36-00 - 145-deg pe 36mm hum liner +0: 6555478, 320-10-00 - equinoxe reverse tray adapter plate tray +0: 6758888, 320-15-05 - eq rev locking screw: 6749251, 320-20-00 - eq reverse torque defining screw kit: 6738080, 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm: s103174, 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm: s213774, 320-20-46 - eq rev compress screw lck cap kit, 4.5 x 46mm: s123484, 321-20-00 - equinoxe reverse shoulder drill kit: 6785071.

Event description:
Approximately 1 year, 7 months. And 7 days after an initial left tsa, the patient dislocated the shoulder due to recurrent instability episodes over 2 years. 3 years and 5 months after initial implantation, the patient underwent standard reverse with preserve stem revision and the event is considered resolved. The case report indicates that the event is possibly related to device(s) and/or to the procedure.